Event description:
The customer made an allegation of a unnecessary section.

Manufacturer narrative:
(B)(4). The customer made an allegation of a unnecessary section. This is per definition a serious injury (si) where the device might have contributed, therefore, the reported issue is considered a reportable event. The customer reported, the patient was being monitored by an fm30 device and the doctors classified the birth as critical. Around 4 p.m. (16:00 cet), the doctors decided to prepare a caesarean for this patient. The fm30 was disconnected and the patient was transported to the surgical unit. The same fm30 was also moved to the surgical unit and the patient was reconnected (ultrasound transducer) to the device at this ward. The user turned the device on but the fm30 did not show the fetal heart rate (fhr) visually, but the users stated that the fhr sound from the baby was announced audible. The hospital stated that they could listen to the fhr sound although, the device was not showing it visually. A blue inop "unplugged" was announced visually and audible at the same time. The customer stated that the inop was without any extra information like "fhr1" or "toco" or "decg unplugged", it just showed "unplugged". After 10 min, the fm30 stopped also to announce the fhr audible, so the user did not receive any information about the patient status at all. The device still showed only the inop alarm. As the doctor did not have time to apply another device to the patient, they decided to perform the caesarean. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.